Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor did not pair with the ilet for an extended time period after replacement, prompting the user to insert a new sensor; blood glucose was unaffected, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected devices, characterized by intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.